Event description:
A report from the field indicated that a patient developed slit ventricles syndrome 5 days after implantation of a phoenix antiblock catheter connected to an osvii. The surgeon subsequently connected a gca but the symptoms continue. He later indicated that he had revised the osv/gca and replaced it with an osvii. He indicated that he did not consider this as a complaint, and during the valve revision he noted a dural leak which he repaired. The patient is doing well since the revision.